Event description:
Patient was implanted with lcp medial distal humerus plate and screws on (B)(6) 2012. Patient returned for routine follow up visit on unknown date. X-rays revealed three of the most distal screws had backed out. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Patient revised to distal humerus plate with extension. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.